Event description:
It was reported that the customer's insulin pump was stuck in the rewind stage while changing the infusion set. The customer stated that the infusion set's cannula was bent when removing the infusion set from the insertion site. The customer's blood glucose was 228 mg/dl. The customer further reported that there were air bubbles in the reservoir that were the size of tiny champagne-sized bubbles. Troubleshooting was done. The customer stated there was also a tiny bubble in the tubing. Advised customer to change the infusion set. The customer declined changing the infusion set. The customer was able to fill the tubing again and successfully saw drops exit the tubing. Advised to call back to troubleshoot for high blood glucose. Nothing further reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.